Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced a high blood glucose event on (B)(6) 2025. The patient's blood glucose was measured at 559 mg/dl after the infusion set was accidentally pulled out when the tubing caught on something or the pump fell. Patient reinserted the same infusion set and resumed insulin delivery. The patient was treated with correction bolus via the pump. Patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6014603, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6014603 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac 14, on 26/jul/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.